Event description:
Dr. Reported that an implant slid down into the area of the lingual vestibule. Dr. Removed the implant.

Manufacturer narrative:
Co found the 0606 implant to actually be a 0605 implant. No observable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history of the subject product could not be completed since the lot number provided did not match the product returned.